Manufacturer narrative:
The pod was received fully deployed. During the leak test, a leak was observed on the unexposed portion of the soft cannula. Internal tears on either side of the cannula were observed. Due to the internal tears, the exposed portion of the soft cannula could not be tested to confirm the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of returned device revealed a tear on the cannula. It was reported that the patient¿s blood glucose level rose above 500 mg/dl while wearing the pod on the back between 4 and 24 hours. It was initially reported that the pod was leaking.